Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor.

Event description:
It was reported that the device reached recommended replacement time (rrt) in four years after implant. The device will be replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device reached recommended replacement time (rrt) in four years after implant. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 43835s competitor implantable pacing lead: (B)(6) 2009. Concomitant product: 6518 competitor implantable tachy lead: (B)(6) 2009. 4194 implantable pacing lead: (B)(6) 2009. (B)(4).